Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for material twisted and difficulty to remove as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1610 biopsy instrument allegedly experienced difficulty to remove and material twisted. This information was received from a single source. This malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6)year-old female weighing (B)(6) kgs.